Event description:
It has been reported to philips that during preparation for clinical use, the system did not turn on. The system could not be used and the customer had to postpone examinations. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The issue got happened during the angiograph diagnosis procedure had been performed. The philips field service engineer (fse) inspected the system onsite and confirmed that the system will not turn on. Upon further inspection, the fse found that the issue is power surges. The fse replaced the pdu fantray and dcps and pdu mains interface module. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code and health impact code were corrected.